Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, blank display. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2024 at 14:23:00.000, (B)(6) 2024 at 20:27:00.000, and (B)(6) 2024 at 21:43:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked battery tube threads, cracked belt clip rails, cracked case, and corroded battery tube. Blank display not confirmed. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Pump does not meet spec due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.